Manufacturer narrative:
Corrected information: b5, h10 correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
During an in-clinic follow-up in may 2020, the device was interrogated and displayed elective replacement indicator (eri). During a follow-up in september the device was at end of life (eol). An explant procedure is anticipated due to the device being at eol; however, no intervention has been performed at this time. There was no allegation of malfunction against any abbott devices. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During an in-clinic follow-up in (B)(6) 2020, the device was interrogated and displayed an inaccurate remaining longevity of the battery of the device. It was suspected that the device was and end of life (eol). An explant procedure is anticipated due to the device being at eol; however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.